Manufacturer narrative:
Additional information was received and updated. Device is not expected to be returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix extension issues. No additional adverse patient effects were reported. Additional information was received. Lead exhibited dislodgement.

Manufacturer narrative:
Product analysis was performed, confirmed fracture of inner coil near is-1 end. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix extension issues. No additional adverse patient effects were reported. Additional information was received. Lead exhibited dislodgement.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix extension issues. No additional adverse patient effects were reported.